Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving imprecision values. On (B)(6) 2013 inratio 1.4 repeat inratio reading five minutes later 3.1. Twenty minutes later inratio 1.9. No lab results reported. Patient's therapeutic range not provided. No adverse events.